Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as 9610726-2011-00122.

Event description:
It was reported that, "the chief complaint was knee pain of the primary implants. Posterior lateral pain was identified pre op. Once the joint was opened, the insert was removed and nothing was awkwardly apparent. The femur was said to be a little large in the m/l. Dr. (B)(6), decided to remove the femur and replaced the femur with a #5 ps triathlon cemented, (B)(4). The tibia and patella were left alone. The new ps insert implanted 5 x 11 ps x3m (B)(4). Do not know who did the primary surgery."